Event description:
It was reported that there was a system arm 319 error at system start up, prior to the start of a procedure. Troubleshooting was performed but the issue persisted after the system was power cycled. The customer disabled the system arm and proceeded with the case using the remaining arms. There was no patient injury that resulted from the reported issue.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed as the error 319 occurred on system arm 4 when the system powered on. The system arm did not respond during start up and the system logs revealed an error on the set-up joint (suj). The fse suspected a defective component and replaced the suj to address the issue. Isi did receive the da vinci product involved with this complaint, but failure analysis is pending completion as of the date of this report.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the proximal setup joint (suj) outer in order to resolve the customer reported problems. The system was tested and verified as ready for use. Isi did receive the product involved with this complaint to perform failure analysis. The proximal suj outer was analyzed and the reported problem was confirmed and replicated. Upon visual inspection, no issues were identified that would be related to the reported event. The unit was installed on a golden system in normal mode, where it triggered error 319, indicating nodes not present at startup, replicating the reported issue. The unit was installed on a patient side cart fixture test platform (pftp), where it failed to detect nodes a, b, and c during programming. A golden fiber cable was then installed and tested under applied behavioral analysis (aba), which confirmed the fiber cable as the source of the fault. The complaint was confirmed and replicated by failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable root cause is attributed to communication errors resulted from a faulty fiber optic cable, located on proximal suj outer. This issue can be resolved by replacing the proximal suj outer, or disabling the affected arm to complete the procedure. This issue is captured in the fmea of psc-suj, level-3, is4000 (818206-40 rev. K), via risk ID xi-psc-20261.